Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary electronic quality management system (eqms) search: a query was run in the eqms on 13/feb/2026 against "lot number" "6006811" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6006811 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 13/feb/2026 against "lot number" criteria equal "6006811" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaints is 11. Conclusion: after review, only complaint 2414446 was determined relevant to the reported issue. The other 10 records were previously closed and are not applicable to this investigation, no harm related. Device history record (DHR) review: the lot 6006811 was manufactured according to the work instruction (wi) version 78 and packaging in the multivac 12, on 27/apr/2024, with a total of (B)(4) units. The sub-assembly of the lot 4d03120 was manufactured according to the wi version 27 and manufactured in quickset line, on 26/apr/2024, with a total of (B)(4) units. The sub-assembly of the lot 4d03121 was manufactured according to the wi version 27 and manufactured in quickset line, on 27/apr/2024, with a total of (B)(4) units. The sub-assembly of the lot 4d03122 was manufactured according to the wi version 27 and manufactured in quickset line, on 27/apr/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot 6006811 were previously tested in the complaint (B)(4) on 01/apr/2025 wi- guidance for visual testing for complaints area version 3: all 10 samples tested passed visual inspection. Wi- guidance for functional testing 1 air flow test for complaints area version 2: all 10 samples tested passed functional testing for the reported malfunction soft cannula bent/kinked/crimped after removal -blockage all test results were within specification as documented in the attached 2135391 complaint test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6006811 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in taiwan, province of china. It was reported that on 07 october 2025, the patient faced a bent cannula which led to high blood glucose level. To address the blood glucose event, the patient administered correction bolus. The blood glucose level at the time of event was 500mg/dl. The patient was feeling unwell and was diagnosed with diabetic ketoacidosis requiring hospitalization of two days. No further information available.